Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a general surgery case, there was poorly formed clips. The user opened a second device and noticed same issue. There was no patient injury.